Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Without additional info and/or images of the complaint event, it is difficult to determine a root cause. We are unable to comment on the pt's suitability for evar or determine if the iliac leg graft should have been implanted after the renu converter was deployed. Continued migration of one or more of the stent grafts and/or continued aneurysm growth may have contributed to the event. With the info provided, there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. The IFU clearly states the indications for use and anatomical requirements regarding use of the converter and optional iliac leg graft. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A female pt underwent zenith renu placement in 2007. The renu was placed in a preexisting graft (of another MFR's) that had migrated. Devices used for the original procedure were a zenith renu and a zenith iliac plug with a fem-fem. The pt was now presented (date unk) with a distal type 1b endoleak. At the time of the original procedure, the physicians opted not to add the suggested leg extension thinking that the aaa was already excluded with the renu. This pt is scheduled in 2009 to add a leg extension to cover the hypo.